Manufacturer narrative:
Patient date of birth/age and weight are unknown. The exact date of plate breakage is unknown; however, it was reported that the re-fracture of the clavicle occurred on or around (B)(6) 2015. (B)(4). It is unknown if/when the reported part was explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a clavicle fracture with the implantation of a 3.5mm titanium locking compression plate on (B)(6) 2015. On an unknown postoperative date, the patient began experiencing severe pain. It was noted on (B)(6) 2015 that the plate had broken and the patient suffered a re-fracture of the clavicle. Additional information is not available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Subject device has not been received, however, manufacturing location was discovered upon DHR review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number provided. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12. March 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.